Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the staples would not hold. On the second firing, the staples were not closed. Another device was used to complete the case. There were no adverse consequences to the patient.